Manufacturer narrative:
E1 establishment name: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the image stopped being output due to a failure of the printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis x1 video system center 4k video suddenly stopped showing during receipt inspection. It was confirmed that there was no problem with the 12g-sdi cable. There was no patient involvement.